Manufacturer narrative:
Upon receipt of additional information it has been determined that the device did not cause or contribute to serious injury in this event or in events identified in the past. This report was filed in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that the device did not cause or contribute to serious injury in this event or in events identified in the past. This report was filed in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental/final report will be submitted.

Event description:
It was reported that during inspection of a loaner kit at zb france, it was detected that the product acted like it had power reductions. No adverse events were reported as a result of this malfunction.